Event description:
It was reported that during a routine follow up, it was noted that the device had triggered elective replacement indicator (eri) unexpectedly. In addition, it was noted that the battery voltage was unable to be measured. The device was interrogated by the programmer and the eri status was cleared. A measurement lock-up issue is suspected. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. The analyst noted that elective replacement indicator (eri) was falsely triggered and the battery voltage was unavailable due to measurement system lock-up. Reset of the device by the programmer with updated software cleared the lock-up condition.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).